Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump had physical damage. The customer's blood sugar was in the range of 400mg/dl. Trouble shooting was performed found cracks on the reservoir compartment. The reservoir is not able to lock in place and customer puts tape on the insulin pump to hold the reservoir in place. Customer declined to trouble shoot for the high blood glucose. Advice to discontinue use of the insulin pump and revert to backup plan. Advised the device will need to be replaced. The insulin pump will be returned for analysis.